Manufacturer narrative:
The lens was exchanged due to lens rotation. The reporter states that the cause of "patient-related factor" means the surgeon believes this event was not a surgically-induced problem. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 12.6mm vticmo12.6, -12.5/+2.0/095 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged with a longer, different model lens. Reportedly, the lens exchange resolved the problem. The cause of the event is reported as a patient-related factor.

Manufacturer narrative:
Device evaluation: the lens was returned in a microcentrifuge vial with moisture on the lens. Visual inspection found the optic and haptic torn. Claim#: (B)(4).